Event description:
It was reported that during a full supply change, the ilet user deployed the infusion set incorrectly by accidentally removing the cannula when taking the paper off the adhesive, after which a new set was used, and insulin delivery was resumed. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, and a usage problem identified, consistent with an improper or incorrect deployment of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.